Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. An echocardiogram showed the pump was behind the papillary muscle so it was repositioned at the bedside and the p level was reduced. Additionally, the patient experienced ventricular fibrillation requiring reintubation and vasopressors. The pump was explanted and the patient was supported with venoarterial extracorporeal membrane oxygenation.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details.